Event description:
The customer contact reported that the device touchscreen was not working. The device was returned to the biomedical department for an unspecified reason. No information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient events, no need for medical intervention and no delays in critical therapy while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation found that the device touchscreen responded off center for the keys selected for the service mode display. During testing, a review of the device history touchscreen errors were noted. Further testing found contamination due to fluid ingress on the edges, the touchscreen which was the probable cause of the customer's reported non responsive touchscreen. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.